Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. The needle tip was observed to be bent. No additional damage was observed. The complainant did not report atypical observations of the needle tip. The receipt condition of the sample indicated use (handling) prior to receipt. The condition of the needle tip is likely due to handling. No further evaluation of the needle tip is required. Due to the condition of the needle tip, a functionality test cannot be performed. Slider resistance is unable to verify since a functionality test could not be performed due to the condition of the needle tip.

Event description:
Healthcare professional reported a xen®45 gts "injector not working" during implantation in left eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "injector not working" during implantation in left eye. Surgery completed with backup device. No eye injury reported.